Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 05/01/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of act celite cartridge lot r18339 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for act celite cartridge lot r18339.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding act celite cartridges that yielded unexpected results on a (B)(6) female patient with chest pain. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There was no baseline tests and limited patient, details about the event. There is no explanation as to how the results would go from 424 to 188 seconds in 8 minutes. The customer did not provide protamine information. It is suspected that protamine was administered but time and dose was not reported. The customer stated that procedure was completed as planned and the patient was discharged. The investigation is underway.